Event description:
In 2009, patient's mother reported she is not able to synchronize infusion device and palm. She stated she receives a message that "ir is not found". Mother reported this has caused increased blood glucose because she is not able to calculate correct bolus amount. She states patient is sick and "his sugars are sky high". Mother reported no errors or alerts have been received. She stated infusion device has been dropped and splashed with water. Mother reports ir port is dirty. Mother states father believes problem synchronizing is "with the eye". The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.